Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomed replaced the actuator/test board and usb board to resolve the issue. Following parts replacement, the unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Although the complainant provided a photograph of the event, which appeared to show heat damage on the actuator/test board, no parts were returned to the manufacturer for physical evaluation and there was no on-site evaluation of the unit performed by a fresenius regional equipment specialist (res). A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Therefore, the complaint is unconfirmed.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine was displaying ¿no comm from usb¿ messages when trying to update the software for the actuator/test board and the functional board. During troubleshooting, the biomed observed burn damage on the surface of the actuator/test board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. There was no burning smell, smoke, flame, or spark reported. The biomed replaced the actuator/test board and the usb board, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.